Event description:
Pt reported the infusion device display has a stain in the middle. Pt stated the display is worn out and she cannot see the amount of the bolus she gives without a bright light source. Pt reported the display has been like this since the summer, but now when it is dark, pt's eye sight has gotten worse. Pt stated she can not see the bolus info. Pt reported she has been careful so nothing has happened. Pt stated she has cataracts in both of her eyes and will be operated on soon. Pt reported she had an operation and infection set in her leg and she was in the hospital for a long time. Pt stated she does not know how the display became defective; carries infusion device in her bra. Pt reported the back light of the infusion device is not adequate. Pt stated she was advised to call by her diabetes nurse and account manager. No further info is available. No physiological effects were reported. The pt did not required assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.